Event description:
A customer reported experiencing a cartridge alarm 20 nearly every day beginning on 8/9, with occurrences noted on several dates in august. There was no adverse impact on the customer's blood glucose level. Technical support confirmed the issue and arranged to replace the pump with one that includes updated software. The customer was advised to return the problematic pump following proper storage procedures, understood these instructions, and a replacement pump was sent.